Event description:
A mother reported that her daughter was taken to the doctor and diagnosed with a bacterial infection. The physician's office reported the pt was diagnosed with bacterial keratitis in the left eye (os) in 2006. Visual acuity was 20/40 od and 20/400 os. There was no epithelial defect in the cornea, but subepithelial haze was noted. The pt was prescribed zymar (1gtt os qid). Four days later, the pt was seen and her keratitis was resolving on zymar. The pt's visual acuity was improved and her cornea was clear without defect or haze. The physician's office reported the event was not related to use of a specific product. Please note the product, the pt's mother associated with this event was unk. Several attempts to obtain add'l info regarding the product were made. However, all attempts were unsuccessful.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the ascetic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.